Event description:
The account stated that the architect analyzer generated an initial b-hcg result of 122 iu/ml which upon repeat was less than 1.20 iu/ml. The sample was also negative when tested with a rapid test.

Manufacturer narrative:
The customer ran a precision study. The first result was 2289.80 while the other 19 samples had a mean on 721.65 and an sd of 15.6. The customer replaced the sample probe and reran the precision. After replacing the sample probe, the first result was still higher than the remaining samples. Field service replaced several components, including the sample probe, trigger and pre-trigger solutions and the wash zone 2 probe. Field service performed verifications and performed another precision test. The %cv was in range and the instrument performed according to specifications. In addition, a review of the complaint history for the analyzer was performed for the time period of 2008. One unrelated additional cell was received during that time period. This is the final report.